Event description:
Catheter was used for the confirmation after placement of stent. After passing through the stented area smoothly, the catheter was pulled back manually. The stent was confirmed to have adequate dilatation . While drawing the catheter out of the body, the distal shaft of the distal edge of the stent. The catheter was difficult to withdraw, so the open heart surgery was performed. The surgeon could not pull the catheter out from the proximal side of the coronary arteries; he had to go down to distal side to pull the catheter out. The stent was removed with the distal shaft of catheter. The lesion was lad proximal without calcification. Stenosis ratio was unknown. Gw: athletegt0.014. Gc:6frlauncherjl5. Stent:driver. Patient condition is good.